Event description:
Customer obtained erroneously elevated troponin (accu tni) results for four different patient samples. The specimens were re-tested on the access 2 instrument and on an alternate methodology and the results were in the normal reference range. The results were reported out of the lab, and amended reports were submitted. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Qc prior to the erroneous results was within the customer's established ranges. Qc after the event was out high. A diagnostic system check was performed which passed specifications. A field service engineer (fse) was dispatched: the fse inspected the instrument and noted restrictions in the wash pump. The fse replaced the wash buffer reservoir, rebuilt the wash valve and cleaned out the pumps. Although hardware issues were addressed, a clear root cause has not been determined to date. A malfunction will be assumed for the purpose of this report.